Event description:
Medtronic received information that 15 days post implant of this 12mm pulmonary valved conduit implanted in a then 6 month old pediatric patient, it was reported that the patient had endocarditis and was febrile with elevated white blood cells (wbc) and inflammatory markers. The patient remains hospitalized from implant surgery. An echocardiogram (echo) discovered vegetation on the conduit. Antibiotics were prescribed and the patient is expected to continue the antibiotics for six weeks. It was also reported that blood cultures were negative for endocarditis, but a polymerase chain reaction (pcr) test revealed a common oral pathogen. It was also noted that the conduit was prepped for implant per the instructions for use (IFU) of the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.